Event description:
The customer reported the system produced uncommanded x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. The service representative disabled the extended fluoro function due to the possibility that the customer was unfamiliar with this system feature. This malfunction may have resulted in a possible accidental radiation occurrence.